Event description:
It was reported that the left ventricular (lv) lead exhibited no capture at full output. The lv lead was examined under fluoroscopy and revealed a wire break. The lv lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.